Event description:
Customer reported that the device delaminated during use. The device was soaked in an antibiotic solution for 25 minutes prior to use. While the surgeon was suturing in the stay sutures the device delaminated. The surgeon sutured the orc to the mesh and finished the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.